Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens remains implanted. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was faulty. The haptic was stuck to the optic and was unable to unfold in the eye. There was also a small crack in the lens. The iol was left in the patient's eye as it was off axis. No further information available.